Manufacturer narrative:
The photos showing the broken claw were analyzed. It was found that no material failure had caused the event. The simultaneous breakage of all three parts of the claw indicate the application of a very high external force (e.g. Due to an accident) on the claw prior to the reported event. The claw is designed for tenfold static overload. The reported event was cause by a higher external force.

Event description:
It was reported that the metal claw of the oxylog broke during a patient's transport. The oxylog fell down to the ground. No injury reported.